Event description:
During the case dr. (B)(6), noticed during the placement of the 3rd anchor into the glenoid bone as she was removing the anchor noticed that the tip of the anchor had broken off in the patient. She explored the shoulder and ensured it was not in the tissue. The or(operating room) followed all processes and protocols. At the end of the case an xray was performed and confirmed it was in the glenoid bone. Rl (ringer's lactate solution) was placed. Surgeon intended to leave the foreign object in the patient because it would have done more harm to remove the piece. Dr. (B)(6), notified the family and patient. She documented in the chart of the disclosure. The anchor and the packaging were kept and given to quality.